Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve (nvtr-23, 19595063) was chosen for implant, using a small flexnav delivery system (fnav-ds-sm, 8805587). The native aortic valve had perimeter of 62.2mm, perimeter derived of 19.8mm, and was severely calcified. The angle of the aorta was 38 degrees. The valve was deployed with an implant depth of 3mm, encountering tension in the delivery system during the final deployment. There was interaction between the delivery system and the implanted valve during removal of the delivery system. After deployment, the valve popped up and was located in the upper third of the aorta, requiring the use of a capture loop to move the valve from the height of the coronaries. Another navitor valve (nvtr-23, 19591173) and flexnav delivery system (fnav-ds-sm, 8806797) were used; however, there was difficulty crossing the first navitor. During advancement attempts, the aorta ruptured, requiring cardiac surgery. The patient subsequently expired due to the rupture of the aorta.

Manufacturer narrative:
An event of device migration and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that there was interaction between the delivery system and the valve during removal of the delivery system, and the valve was snared to move the valve away from the coronary arteries. Based on available information, the reported event appears to be related to procedural conditions (interaction with delivery system). The reported improper or incorrect procedure or method is related to the user snaring the valve after deployment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.